Event description:
It was reported that a patient underwent an obturator sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced retention and incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) due to mesh erosion and pelvic pain.

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) due to mesh erosion and pelvic pain.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced painful urination, urgency, hematuria, and recurrent urinary tract infection.

Event description:
It was reported that following insertion the patient experienced painful urination, urgency, hematuria, and recurrent urinary tract infection.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, bladder prolapse and an obturator sling was implanted. It was reported that after implantation patient experienced pain, infection, dyspareunia and neuromuscular, urinary and bowel problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.